Event description:
A healthcare provider reported that the patient the patient¿s pump was reinserted one year following its removal due to an infection in 2009. See manufacturer¿s report #3004209178-2009-05528. The following was reported after the replacement: the patient¿s friend reported that the patient was having a lot of pain, and his legs were about to curl up. The patient¿s healthcare provider ¿refused to adjust the pump¿. The hcp stated that the patient had no feeling in their legs and they would never walk again; that they had no reflexes. The patient could not stand anymore and was unable to dress himself. The friend stated that ¿they guess his muscles just go dead and it becomes atrophy and he actually has disabilities, and his pump has been helping until this mess¿. The patient was noted to have been able to stand, take steps, and dress himself with his prior pump therapy for seven years, but he could not do any of that since the new pump and was ¿in very poor shape¿. The medication used within the system was lioresal. The patient¿s friend reported that they thought the catheter had kinked. An x-ray was performed in (B)(6) 2013, and ¿they thought they saw a kink in the catheter¿. They stated that it was not a pump malfunction for sure because the pump was not alarming. The patient¿s physician ¿tried to inject into the patient¿s back directly liquid baclofen and they could not draw anything out¿. The friend later stated that they performed a dye test study, and they tried to withdraw liquid out of the pump to check the dye, and nothing would come out. They stated that was an indication that there was a blockage somewhere; that there was a mass. They were trying to determine what the problem was without going in and doing exploratory surgery. The friend further stated that the patient¿s healthcare provider (hcp) ¿did not even know that there was a problem with the therapy even though the patient had complained and his legs were¿he was physically deteriorating¿. The friend stated that the patient¿s hcp had not turned his pump up, and they ¿kept it at a level far below what it was on the first pump where the patient was doing well¿. The patient was able to straighten their legs out with their previous pump. At the time of the report they were complaining about spasticity and tone, and their healthcare provider said ¿the patient did not have any reflexes and they would never walk again¿. The patient¿s legs were ¿so jacked up¿ and were ¿so contracted and he could not even straighten them¿. The friend stated that his level of spasticity was not normal. They stated the patient was so uncomfortable and had been dealing with pain for so long; that it was like not even having the pump. It was noted that very few doctors do the pump procedure and even fewer take the patient¿s insurance because he is disabled. The patient¿s physical therapist noted they were not able to do anything with the patient because of his rigidity and wanted the pump turned up. The hcp gave the patient a couple of boluses a few times to see if they would help, and the patient ¿felt very little difference.¿

Event description:
A healthcare provider later reported that they were not sure there was an issue. The pump seemed to be working. With regards to the catheter, there ¿may be a flow issue¿ but they were not sure. There was no intervention at this time. The patient did not require hospitalization, and their outcome was no injury. The patient complained of inadequate relief with intrathecal baclofen at this time. The patient was not a candidate for exploration of the pump or catheter.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that, prior to having the pump replaced in 2010, they could get in and out of bed and do a variety of "squat" movement and could also crawl around on the floor. They also reported they could push their 300 pound wheel chair in front of them 30 feet on "four separate times". After their replacement, their heels were "still suck up in their rear end because they could not straight their legs out". The patient noted their dose prior to the replacement was 595 (units not provided). It took their healthcare provider three years to agree to increase it back to 595. This dosing was noted to have been achieved about a month or two prior to(B)(6) 2013. The patient reported acute pain, and noted their legs were locked which was really painful for them. They "felt like they were taking a car trip for three years and they were not able to stand up". The patient reported that they had an x-ray several weeks prior to (B)(6) 2013 and noted that "all the needles were in place and the catheter was not kinked". The patient reported that the "shunt had malfunctioned" and a healthcare provider told the patient that the pump "may be sludgy or not flowing correctly".